Event description:
(B)(4). Implanted with essure (B)(6) 2015. By (B)(6) 2015 had severe stabbing abdominal pain, severe bloating. By (B)(6) 2015 I was in the ER for severe pain. Couldn't bend over, sit or stand. Couldn't pick up my children. Had a CT scan, x rays, ultra sounds. By (B)(6) 2015 I was back in the ER in tears from the pain, then had joint pain , stabbing pain inside my vagina, joint pain, blurred vision, brain fog, metallic taste in my mouth, vaginal discharge, anxiety/panic attacks , was having a menstrual cycle every week . Couldn't function . On (B)(6) 2015 also had a colonoscopy and due to essure I have now been diagnosed with chron's. I am also allergic to metals, ie nickel.